Manufacturer narrative:
The device was not returned to olympus for inspection, the following reportable malfunctions were identified by the field service engineer and the information provided by the customer during the device evaluation: found insufficient flow- flushing pump had poor water supply. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump exhibited insufficient flow, had a poor water supply. There was no patient involvement.